Manufacturer narrative:
The batteries are currently unavailable.

Event description:
It was reported that the patient's rechargeable batteries overheated causing the battery door to melt. There was no allegation of injury associated with the complaint. The patient was advised to discontinue use of the batteries and return them for analysis. The product was exchanged. The batteries have not been made available for analysis as of the date of this report, november 19, 2015.